Event description:
It was reported that a patient underwent a procedure because he was accidentally injured while working at home, causing pain and bleeding in the left hand skin for 2 hours. The patient came to the hospital for acute debridement and suturing surgery on (B)(6) 2023 and suture was used. The patient went home to recuperate without discomfort. The patient changed medication regularly. On the 4th day after surgery, a small amount of purulent secretion was found around the wound, causing slight tenderness. The patient had post-op inflammation and wound secretion. After dressing change, the patient improved. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Did the patient have an infection post-op? Please provide more information what is the lot number & product code? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience an infection? Did the purulent drainage improve after dressing changes? Was any other medical or surgical treatment provided? What is the current status of the patient? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? If so, please provide the return date and tracking information.